Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the cartridge connector piece broke while the patient was at school, leaving a fragment lodged on the cartridge and preventing removal until the contact used tweezers to twist and extract the broken connector component. Symptoms included no reported adverse clinical effects and no changes in blood glucose. Outcomes included no injury and no medical intervention or hospitalization. Investigation included user interview and complaint handling review. Investigation of this case revealed user-performed removal of the broken connector fragment with restoration of normal function and no device alarms. It was concluded that a device component breakage occurred at the connector, with no patient harm and resolution achieved through user troubleshooting.